Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a false elevated alinity c magnesium result on a patient sample that repeated in the normal range when processing on the alinity c processing module. Sid (B)(6) generated false elevated alinity c magnesium of 3.02 mmol/l that repeated normal range of 0.81 mmol/l, which was the result reported out of the lab. The account uses a normal magnesium reference range of 0.66 to 1.07 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module, performed multiple troubleshooting procedures, and observed the cuvette washer probe 1 was intermittently leaking. The fsr determined the tubing, peristaltic head (rohs) the likely cause and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since replacement of part tubing, peristaltic head (rohs). The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the part associated with this complaint. The clinical chemistry systems was reviewed which identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. No trend or systemic issue for part number tubing, peristaltic head (rohs) was identified. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part tubing, peristaltic head (rohs). No product deficiency was identified.